Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and performed functional tests, the push rod failed to function due to customer dropping it. Further investigation of the pump determined that the motor was defective and the root cause of the issue. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump stopped working. It was also reported that the patient accidentally dropped the pump and the push rod was not working. The patient was switched to hospital pump. The patient was hospitalized for reasons unrelated conditions. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.